Event description:
Customer reports the use by date on the active test strip vial is 08/2006; manufacturer's database and batch record confirmed the actual use by date to be 05/31/2003. No adverse event reported. Requested return of suspect device and replacement was sent.